Manufacturer narrative:
One (1) viper universal polyaxial driver [product code: (B)(4), lot no: mi37931] was returned to the complaints handling unit (chu) for evaluation. Visual examination at the macroscopic level revealed that the fracture was located at the driver¿s distal tip, the second half of the tip was not provided with the device for analysis. The fracture analysis report suggests that the drivers underwent a quasi-static overload torsional shear failure starting at the hex lobes and extending around the cannulation. No material defects or other abnormalities were observed in this analysis. Driver met hardness specification. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. The root cause for the polyaxial driver distal tip becoming broken cannot be positively determined. However, the report suggests that the polyaxial driver underwent a quasi-static torsional shear failure starting at the hex lobes and is extended around the cannulation. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4) a complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
During insertion of a 8mm cfx screw, the tip of the screwdriver broke off and was stuck in the drive of the screw head. The screw could not be moved for- or backward any more an was stuck in the bone, about 8mm above level. Tapping with a 8mm tap had been performed before screw insertion.